Event description:
Analysis of the returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level rose to 320 mg/dl while wearing the pod on the arm between 1 and 4 hours. It was initially reported that the pod was not delivering insulin.

Manufacturer narrative:
The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.